Manufacturer narrative:
H.6. Investigation summary. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 6 bd neoflon¿ IV cannulas experienced catheter splitting and needle through catheter while introducing during use. The following information was provided by the initial reporter: the nurses complain that: -the needle is blunt and is not sharp enough to insert into the patient's skin easily; -the catheter mandrin tears; -there is leakage from insertion site; -the wings are too small to be well-fixed and too thin to see its color clearly; -the catheter is hard to handle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd neoflon¿ IV cannulas experienced catheter splitting and needle through catheter while introducing during use. The following information was provided by the initial reporter: the nurses complain that: the needle is blunt and is not sharp enough to insert into the patient's skin easily. The catheter mandrin tears. There is leakage from insertion site. The wings are too small to be well-fixed and too thin to see its color clearly. The catheter is hard to handle.